Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery with 4.5f non-bsc sheath. The 95% stenosed target lesion was located n the moderately tortuous and mildly calcified left anterior tibial artery. After a 014 non-bsc guide wire crossed the lesion, a 2.0mmx220mmx150cm coyote balloon catheter was advanced for dilatation. However, during the 1st inflation at 10 atmospheres after 10 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 2x8mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.